Manufacturer narrative:
The insulin pump was programmed with test guardian 2 link and a test transmitter. Pump was able to locate and connect to sensor/transmitter. The pump was communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted. Pump was received with missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, texture damage on keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had lost sensor signal. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed but the issue was not resolved. The insulin pump was returned for analysis.